Event description:
Attorney reported: in 2003 - the pt had a laparoscopic ventral hernia repair with placement of a composix e/x mesh patch. In 2004 - the pt underwent a repair for a recurrent ventral hernia with placement of a composix kugel mesh patch. Thereafter, the pt developed an infection at or about the surgical site and underwent additional hospitalization and surgeries, through to the present time, all of which were necessitated due to the defective products. The pt continues to suffer the ill effects of the defective products and will undergo future surgeries and treatment, all of which will leave her permanently disabled and disfigured. The pt has experienced great pain and suffering, emotional distress and will experience the same into the future.

Manufacturer narrative:
Report indicates that the pt had and was treated for a recurrence, which is a known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for evaluation, therefore, based on the currently available info, there is no indication that a failure in the device caused or contributed to the event. We will submit a f/u report when/if product is returned for evaluation or additional info becomes available. See MDR 1213643-2009-00265 for info related to composix kugel mesh implanted in 2004.